Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "residual insulin remaining in the cartridge (unusable)" per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer reported using cartridge for 3 days. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." Additionally, the customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 226 mg/dl.